Manufacturer narrative:
The baxter technician found the caster mounts were not securing the casters effectively. Per the baxter service manual the bed should be subject to an effective maintenance program. An annual service of the bed is advised in order to maintain its characteristics and performance. Brake casters should be checked for cuts, wear and quality of tread, etc. And replaced when necessary. Check the brakes to see whether the bed moves when the brake pedals are pressed and repair as necessary. A search of the baxter maintenance records showed baxter performed preventive maintenance on this bed on march 17, 2022. It is unknown if the facility performed any other preventive maintenance on this bed. The technician replaced the mount blocks to resolve the reported event. Based on this information, no further action is required.

Event description:
Baxter received a report stating that care assist ca100 brake casters were not holding. The bed was located at the account. There was no patient/user injury, medical intervention, symptom, or adverse event reported.